Event description:
S/p b surgitek gels (r 225cc, l 270cc) for augmentation (prepectoral, periareolar). Pt has had mva's prior to and post-op implantation - no trauma to chest per se but with development of fms. Underwent multiple closed capsulotomies and was found to have a r breast mass in 1988. This was bx'd but no records of fcd sx in records. Apptly had more than one mass ? Cysts as records are not clear, but no further bx until 1992. This was found to be a silicone granuloma and underwent removal of the implants (apptly both were ruptured. 'First time this has happened to a pt of mine.') No capsulx. Had another r granuloma excised and since c/o development of more granuloma in r axilla and shoulder, tender b breasts have burning pain and conts. To have systemic sx's, a few slightly improved after removal (all fms sx's increased in recent yrs s/p implants), but mostly worse - arthralgias, myalgias, dysesthesias/paresthesias, swelling, swollen glands, chronic fatigue, sleep disturb, fevers, hot flashes, headaches, gum pain, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, oral sores, rashes, sen sun/cold, wgt gain, gi/gu probs and pms. Otherwise healthy."